Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes are experiencing overfill. No user or patient impact. The following was reported by the initial reporter: "customer is reporting overfilling of product 363083, lot 2109028."

Manufacturer narrative:
The following fields were updated due to additional information: d9. Device available for evaluation? Yes; d9. Returned to manufacturer on: 08/04/2022. H.6. Investigation summary mat: 363083; lot: 2109028. Bd received 5 samples and 3 photos for investigation. The photos were reviewed and the indicated failure mode for overfill with the incident lot was not observed. Additionally, the customer samples along with 10 retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes are experiencing overfill. No user or patient impact. The following was reported by the initial reporter: "customer is reporting overfilling of product 363083, lot 2109028."